Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) replaced the power cord and power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that battery is not charging. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Diagnosed faulty power supply. Need to return with power supply and power cord to resolve. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The removed power supply was returned to the product investigation lab (pi). The pil technician installed the power supply into a pi ventilator to duplicate the reported issue. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was tested, the failure was confirmed. There is 0 volt direct current (dc) at the power supply output. The voltage was taken via open circuit voltage testing. Components of the power board are shorted and faulty fuse on the primary side of the transformer portion of the circuit is open. The open of fuse is a result of the shorting of power board components. No shorts were noted between the input or output terminals. Due to the power supply being obsolete per engineering this power supply will not be going back to the vendor for a vendor analysis.

Manufacturer narrative:
The removed ac power cord was returned to the product investigation lab (pil). The pil technician installed the ac power cord into a pil ventilator to duplicate the reported issue. Through the use of an electrical safety analyzer, the ac power cord passed all resistance testing. The resistance measurements of the ground conductor of the power cord are all within the allowable spec per v60/v60 plus ventilator service manual rev t. The tech verified that the power cord passes all current leakage testing as well. In addition, the pil tech verified that during pil testing the test unit verified that the internal battery was charging during test unit operation and during leakage current testing. The analysis of the ac power cord has resulted in a no problem found.